Manufacturer narrative:
Investigation: co investigation stated that the report of cuff leakage was confirmed. Analysis of the returned device found two small punctures as follows: puncture of 0.62mm found from the distal tip of the tube. Scratch of approx 3.50mm with a puncture of 0.16mm found 21mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the two possible lots. Though there have been several complaints of this nature on this product code, these are historic al and do not indicate a systematic failure during MFR, especially when compared with sales products annually. A further review of mfg records confirmed the presence of a 12 hour inflation checked carried out on 100% of products in this device family. Root cause: it is not possible to assign a definitive root cause for this complaint. It is stated that the product was tested prior to use and only became deflated two days following insertion; as such this incident is unlikely to be the result of an assembly fault. We feel the most likely cause for this incident is that the cuff became damaged on the pt's anatomy during use, possibly by prolonged contact with tracheal cartilage, or following manipulation of the tube with the cuff inflated. No corrective aciton was taken as a result of this incident, but all details have been entered into the complaints history database for future trending.